Event description:
The event on an unspecified date involved unspecified pca vials that had foreign matter inside. It was reported that the customer was finding numerous vials with particles in the packaging and in the vials themselves. They had in the recent past had complete batches rejected due to the particulates found while visually inspected. The customer did sent to a third-party lab for testing with results being cardboard, organic materials, and different colored fibers. There was no harm reported as a consequence of this event.

Manufacturer narrative:
Customer reported lot# 34226r1, but this was not found in the ICU database. It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received.

Manufacturer narrative:
Additional information provided in d4.

Manufacturer narrative:
Eighteen (18) photos were provided by the customer for evaluation. The provided photos did not confirm the presence of particulate in vials (inside fluid path) labeled with lot 34328r1 as no product lot number was visible in the photos. Fifty-five (55) vials with injectors were received for evaluation and none of the 55 units contained particulate in the solution pathway. One hundred and fifty (150) retained samples from lot 34328r1 were visually inspected for particles in packaging and all other defects. There was no evidence of the complaint condition, or any other defects found in the 150 retained samples inspected. A batch record review for lot 34328r1 was conducted and no issues that could have contributed to the complaint defect of foreign material were identified. Checks and challenges are in place to detect defective units.